Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The patient reached the target temperature of 34c and then started to climb back up. The patient temperature was 37c, the flow rate was 2.4 l/m, the water temperature was 4.7c. The four large gel pads were in place and there was a good coverage. A foley was also in place. The second temperature source was taken and was correlating. The nurse noted that the patient was seized and shivered. Ms&s explained the machine working properly. The nurse spoken to the doctor regarding the shiver medicines to see whether it would take care of the situation.

Manufacturer narrative:
Per additional information received it has been determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. Patient reached target temperature of 34c and then started to climb back up. Patient temperature was 37c, flow rate was 2.4 l/m, water temperature was 4.7c. Four large gel pads were in place and there was good coverage. A foley was also in place. The second temperature source was taken and was correlating. The nurse did note that the patient was seizing and shivering. Ms&s explained the machine working properly. Nurse was going to talk to doctor regarding shiver medicines to see if it would take care of the situation. Per follow-up with nurse (B)(6) on 23oct2020, it was reported that the issue was related to the patient's condition. Once they were able to get it under control the patient was able to continue therapy with no other issues.